Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No further information is available.

Event description:
The customer reported that the date feature was not stored correctly on the 9900 system. No patient injury was reported.